Manufacturer narrative:
The unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The unit was monitored and no blank display, vibration or constant audio beep anomalies were noted. No damage on the lcd isolation tape noted. Traces of moisture were found at the lcd assembly per visual inspection. The following physical damage was noted: cracked casing at the display window corners and minor scratches on the lcd screen.

Event description:
The customer's mother reported that her daughter was exiting a canoe when her belt clip broke and her insulin pump fell into the water. Shortly after drying the insulin pump the device began to vibrate and alarm and the display went blank. The customer's blood glucose then increased to 400 mg/dl and she was hospitalized for the high blood glucose. The customer was treated with an IV and her current blood glucose was 312 mg/dl. The customer's mother also confirmed that the insulin pump has a constant tone. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.